Event description:
The event was reported via the excellent study, the 60-year-old female patient underwent an endovascular mechanical thrombectomy procedure on (B)(6) 2024, employing an embovac large bore catheter (lbc) (ic71132ca / 31135803) and a 5mm x 22mm embotrap iii revascularization device (et307522 / 23h077av) to target an occlusion in the m2 segment of the left middle cerebral artery (mca). The pre-pass modified thrombolysis in cerebral infarction (mtici) score was 0. The first pass was made using the direct contact aspiration device alone, which resulted in an mtici score of 1 with no clot retrieval. The second pass was made using the embotrap iii device, resulted in an mtici score of 3, with clot retrieval in the stent retriever. Concomitant devices used during the procedure were a guidewire (unspecified brand), trevo trak 21 microcatheter (stryker), and a walrus¿ 8f balloon guide catheter (q¿apel). It was not known / reported if there were any device deficiencies / malfunctions during the index procedure. The patient¿s 24-hour post-procedure nihss score was not made available at the time of the complaint initiation. On 20-aug-2024, the patient experienced an intracerebral hemorrhage. The principal investigator (pi) assessed this event as not serious, mild in severity, and as possibly related to the embotrap iii study device, possibly related to the embovac large bore catheter, not related to the cereglide71 (not used), and possibly related to the primary surgical procedure. The event was not medically treated. The outcome is recorded as ¿recovering/resolving,¿ with no end date listed.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient date of birth, age, sex, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31135803) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Cerebral hemorrhage is a known potential complication associated with the use of the embotrap iii device and embovac large bore catheter and is mentioned in the instructions for use (IFU) as such for both devices. There were no alleged quality issues related to the used device, as the devices performed as intended. Per the principal investigator¿s assessment, the adverse event of ¿intracerebral hemorrhage¿ was possibly related to the use of the embotrap iii device, embovac large bore catheter, and to the primary surgical procedure; thus, the relationship of the devices to the reported event cannot be excluded. Additionally, the severity/impact of the event is unknown. Based on this information and the assessment of the pi, the event of ¿intracerebral hemorrhage¿ meets us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 19-sep-2024 and updated information in the clinical database on 23-sep-2024. [Additional information]: on 19-sep-2024, additional information was received. Per the information, the intracerebral hemorrhage was at or near the site where the embotrap iii and the embovac lbc were used. There was no vessel injury / trauma that may have led to the reported intracerebral hemorrhage. No intervention was provided for the hemorrhage. There were no device performance issues / malfunctions related to the embotrap iii device and the embovac lbc during the procedure. On 23-sep-2024, the clinical database was updated with the following information: the 60-year-old female patient has a history of cad - coronary artery disease, hypertension, smoking (active) presented with a witnessed stroke on (B)(6) 2024 at 14:15 hour. The patient was presented to the treating hospital on the same day as the stroke presentation at 15:25 hour. The patient was treated with intravenous tissue plasminogen activator (tpa) at 15:43 hour. The suspected origin of the embolism was of ¿undetermined etiologies.¿ the patient¿s baseline nihss score was 17 and the modified rankin scale (mrs) was ¿0-no symptoms.¿ the patient¿s 24-hour post-procedure nihss score was 10. On (B)(6) 2024, the patient was discharged home for self-care, with a nihss score of 2 and a mrs score of ¿1-no significant disability. Able to carry out all usual duties and activities.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the modified information received on 23-oct-2024. [Additional information]: modified information was received on 23-oct-2024. The information is related to the adverse event intracerebral hemorrhage. The outcome of this event has been updated from ¿recovering / resolving¿ to ¿recovered / resolved.¿ the end date of this event has been updated from ¿blank¿ to (B)(6) 2024. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.